Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s spouse that after implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient was experiencing a problem with the device and the patient did not feel the device had made a significant difference. It was further reported that the patient felt the device was not helping their left atrium which was described as still having a left bundle branch (lbb) issue. It was further reported that an electrocardiogram (EKG) showed a lapse in the triangles going up which was noted to mimic the lbb issue. The spouse also stated that after contacting physicians, they indicated that there may be a lead issue, a programming issue, or that the crt-d was not effective. The crt-d and left ventricular (lv) lead remain implanted and in use. No patient complications have been reported as a result of this event.